Event description:
It was reported the patient experienced nausea and vomiting after cataract surgery. The patient was admitted to the hospital with "stroke-like symptoms". No other symptoms or outcome were provided. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.